Event description:
"Pump reported to have been set up and checked correctly for a slow infusion of oxytocin (rate not reported) to pt in early stages of labour. Pt visited the toilet; upon return it was discovered that the whole volume of infusion had been delivered in about 2 minutes. Consequential tonic uterus and fetal brachycardia necessitated delivery by caesarean section. Staff involved report they were later able to replicate the mis-infusion using saline with the same pump."